Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump had scratched lcd window, cracked display window corners and cracked reservoir tube lip. No moisture damage electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button was unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer stated that there was fluid under the lcd display. The insulin pump will be returned for analysis.